Event description:
The patient stated he had his pump replaced because he was having difficulty with it; that there was a lot of trauma where it was originally. They took it out and installed a new one in the same spot. They stated that the pump was ¿literally almost breaking through the skin¿, and the corner of the pump was almost protruding through the skin.

Manufacturer narrative:
Product ID: 8709, serial# (B)(6), implanted: (B)(6) 2007, product type: catheter. Product ID: 8832, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that it was unknown if the device actually ruptured the skin (2012), but it was eroding through the skin and protruding. The issue was reported as cosmetic and caused discomfort, as when the patient would sit he could feel it not fit correctly. No infection was noted, but the patient experienced pain. The issue was resolved. The drug that was used via the device system was morphine and dilaudid. Indication for use of the device was for lumbar radiculopathy and spinal pain.